Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the image freezers was confirmed. It is likely due to the failure of the printed circuit board. However, the root cause of the event could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found that there was a complete image freeze caused by a defective printed circuit board failure. The video connector had become deformed, introducing image noise due to failures in the video cable connectors. Additionally, the top cover exhibited a poor appearance as a screw was missing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center image was stuck. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the ¿frozen image¿ malfunction would likely be circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that there was no delay, patient was not under anesthesia.